Event description:
The patient was revised because of cup position, broken screw, osteolysis, and poly wear of the liner. Update: litigation papers received 1/2/2014. Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has also been provided and part/lot information located through an invoice search. A femoral head is now being reported to address these allegations. The complaint has been updated on 1/14/2014. Update has been electronically attached to the complaint document. Update 1/28/2015 - disc 209 pfs and medical records received. Pfs identified patient dob, and weight. An unknown stem is now being added to address previous allegations of elevated toxic metal ions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of the provided product/lot device history records did not reveal any related manufacturing deviations or anomalies. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.